Manufacturer narrative:
(B)(4). Unit was received with re-occurring failed battery test. Unable to perform the displacement test, active current test, sleep current test, and self-test due to failed battery test. Unable to download history files and traces due to failed battery test. Pump was cut open to perform visual inspection and found evidence of moisture damage to pcba 1 and force sensor. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label. P-cap was attached and locked into place properly. Swapped pcba 2 with test pcba 2 and it functioned properly. Fail battery test is confirmed and isolated to pcba 2. Cosmetic damage is confirmed at the battery compartment. Unable to download history files and traces due to failed battery test. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. Troubleshooting was performed for damage. No harm was required during medical intervention. The device was returned for analysis.